Manufacturer narrative:
Follow up 20-apr-2015: follow up information received from the physician. Hysterosalpingogram was performed on (B)(6) 2015 and contrast injection showed patent uterine cavity. There was no contrast extending into the fallopian tubes. Wire-like occlusion devices were present. There was some reflux into the vagina, 1.6 minutes of fluoro time were utilized. The impression was the confirmation of fallopian tube occlusion as described. No additional information was provided. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure delivery catheter for the essure did not disengage from the microinsert. The delivery catheter extended and broke/leaving some of the green sheathing over the microinsert. Physician was able to retrieve all pieces from delivery catheter except for the green sheathing; essure bilateral placement was achieved. Hysterosalpingogram performed 3 months after insertion showed fallopian tube occlusion. The reported events, interpreted as device deployment issue, followed by handling issue (catheter extended), device breakage and failed catheter removal were considered non-serious and are listed (anticipated) according to product technical analysis (ptc) results (device breakage) and essure's reference safety information (remaining events). Single cases of essure breakage have been reported. In this particular case, as the reported events occurred in association with essure placement, they were considered as related to the suspect insert; with exception of the reported handling issue. This case was considered other reportable incident due to device malfunction (breakage). Ptc analysis concluded to unconfirmed quality defect and considered an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for sterilization (lot number c18711). She was not pregnant. Physician reported that, on (B)(6) 2014, the actual delivery catheter for the essure did not disengage from the micro-insert, leaving some of the green sheathing over the micro-insert. She took pictures of the view from the monitor and they captured all the pieces. Reporter also stated the delivery catheter extended and broke, and they have to use a laparoscopic grasper to retrieve. They were able to retrieve all the pieces from the delivery catheter except for the green sheathing, that was the only thing left. Patient had bilateral placement and essure was continued. Ptc investigation result received on 09-jan-2015: ptc global number was (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking during the procedure and detachment difficulty are anticipated events. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this product technical complaint was initiated due to reported product technical issue (breakage). The ae case also refers to a usability issue (complicated insertion). However, at this point in time no adverse events were reported. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and noted that this event is anticipated per design fmea. In summary, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure delivery catheter for the essure did not disengage from the microinsert. The delivery catheter extended and broke/leaving some of the green sheathing over the microinsert. Physician was able to retrieve all pieces from delivery catheter except for the green sheathing; essure bilateral placement was achieved. The reported events, interpreted as device deployment issue, followed by handling issue (catheter extended), device breakage and failed catheter removal were considered non-serious and are listed (anticipated) according to product technical analysis (ptc) results (device breakage) and essure's reference safety information (remaining events). Single cases of essure breakage have been reported. In this particular case, as the reported events occurred in association with essure placement, they were considered as related to the suspect insert; with exception of the reported handling issue. This case was considered other reportable incident due to device malfunction (breakage). Ptc analysis concluded to unconfirmed quality defect and considered an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 26-feb-2015: health care professional general questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, problems or procedures and does not have any other relevant medical history; had essure (lot number: c18711; expiration date 31-jan-2017; model ess305) inserted on (B)(6) 2014. Patient was not postpartum at time of insertion and her bmi was (B)(6). According to physician, cervical dilatation, sounding, analgesia with motrin, cytotec, percocet, phenegran and b and o suppository as well as paracervical block with ropivicaine, saline and lidocaine were applied during insertion. Health care professional considered the insertion easy as well as the visualization of the tubal ostium. There was no fluid loss more than 1500 cc during hysteroscopy and the procedure took 57 minutes. As back-up contraception after essure placement and before total occlusion confirmation patient used condoms. Hysterosalpingogram will be performed in march. There are no pathology results and no hospitalization has occurred. In addition, physician reported that confirms the events and details previously reported and states that essure devices contributed to the issue. According to him, delivery catheter did not return (extended and broke, leaving green sheathing). Essure devices were not removed and removal is not planned. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure delivery catheter for the essure did not disengage from the microinsert. The delivery catheter extended and broke/leaving some of the green sheathing over the microinsert. Physician was able to retrieve all pieces from delivery catheter except for the green sheathing; essure bilateral placement was achieved. The reported events, interpreted as device deployment issue, followed by handling issue (catheter extended), device breakage and failed catheter removal were considered non-serious and are listed (anticipated) according to product technical analysis (ptc) results (device breakage) and essure's reference safety information (remaining events). Single cases of essure breakage have been reported. In this particular case, as the reported events occurred in association with essure placement, they were considered as related to the suspect insert; with exception of the reported handling issue. This case was considered other reportable incident due to device malfunction (breakage). Ptc analysis concluded to unconfirmed quality defect and considered an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Further information (hysterosalpingogram results) is expected.